Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis from the stomach flu. Customer was treated with fluids, insulin drip, and a sugar water drip. Customer was released from the hospital on (B)(6) 2014, and still experienced elevated blood glucose levels after being released.